Event description:
The shaft of the 2.75 x 18 cypher stent broke. There was no pt injury and another same size stent was used. Add'l info has been requested, but has not been forthcoming.

Manufacturer narrative:
This product is available for testing and evaluation, but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.